Event description:
It was reported that customer experienced difficulty because wake button on pump no longer worked. There was no reported impact to the customer¿s blood glucose level. Customer arranged for pump to be returned, distributor attempted to connect pump but could not insert cable into usb port and therefore could not confirm issue, and replacement pump was provided while original pump was awaited for further inspection.